Event description:
Medtronic received information that 2 ped2 pipelines failed to open. And had resistance in the phenom catheter. Patient was brought in on a for ecr. However, the carotid was torturous, appeared to have dissection and was possibly throwing off clot and therefore needing stenting. Doctor decided its best to stent the carotid with pipeline shield -possibly telescope. Prior to conducting ecr. Prepped first ped2 as per IFU instructions and proceeded with deployment. However, the distal end wouldn't open. With failure of opening, doctor pulled it out and got another ped2 device (both are the same size with the same lot #). Second ped2, was prepped as per instructions for use (IFU) instructions and doctor had the same issue as previous where the distal end of stent would open and got stuck in the phenom microcatheter. Had to pull out whole system. Believed dr the pulled out a slightly smaller stent and deployed it more distal to lesion and telescoped. Case proceeded with ecr and patient is doing okay. The resistance in the catheter has in the distal section. The catheter was flushed continuously with heparinized saline. The pipeline became stuck during deployment. The physician released to load in the system in an attempt to resolve the issue. The issue did not resolve. The catheter and pushwire were not damaged. The device failed to open in the distal section. The pipeline was not placed in a bend. Less than 50% had been deployed when it failed to open. The pipeline was resheathed less than or equal to 2 times. No additional steps were taken to remove the pipeline. The pipeline was removed from the patient with the microcatheter. The distal landing zone and access vessel was 475mm and the proximal landing zone was 5mm. The access vessel diameter was 5mm. Vessel tortuosity was severe. No patient symptoms or complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: the pipeline flex shield braid and phenom 27 catheter were returned for analysis. There was no pusher returned for analysis. The proximal end of the pipeline flex shield braid appeared not fully opened due to damaged braid. The distal of the pipeline flex shield braid was found fully opened and moderately frayed. Upon visual inspection, no damages or irregularities were found with the phenom 27 catheter distal tip. The catheter body was examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. The phenom 27 total and usable lengths were measured to be within specification. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. Based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed as the proximal end was not fully opened due to damaged braid. However, the cause event cause and the cause for damage could not be determined. Possible causes for failure to open include patient tortuous anatomy and damage to the pipeline flex shield braid. However, based on the analysis findings, the phenom 27 was not confirmed to have catheter resistance. The root cause could not be determined as no defects were found with the returned catheter. It is likely that the severe vessel tortuosity may have contributed to the event. Based on the returned devices, there was no non-conformance to specifications identified that led to the reported issues. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: product analysis #705119483:¿ equipment used: vis (m-81805), 203cm ruler (m-83360) ¿ drawing(s) referenced: none ¿ as found condition: the pipeline flex shield braid and phenom 27 catheter were returned for analysis within a shipping box; within a plastic bio-pouch; and within an opened pipeline flex shield and phenom 27 outer cartons and inner pouches. There was no pusher returned for analysis. ¿ visual inspection/damage location details: the proximal end of the pipeline flex shield braid appeared not fully opened due to damaged braid. The distal of the pipeline flex shield braid was found fully opened and moderately frayed. Upon visual inspection, no damages or irregularities were found with the phenom 27 catheter distal tip. The catheter body was examined; and no damages were found. No flash or voids molded were observed in the hub. No other anomalies were observed. ¿ testing/analysis: the phenom 27 total and usable lengths were measured to be within specification. The catheter was flushed with water and water exited out from the distal tip. The catheter was then tested by running an in-house 0.0265¿ mandrel through catheter tip and hub. The mandrel successfully passed through the catheter hub, lumen and tip with no issues. ¿ conclusion: based on the device analysis and reported information, the customer¿s report of ¿failure/incomplete open¿ was confirmed as the proximal end was not fully opened due to damaged braid. However, the cause event cause and the cause for damage could not be determined. Possible causes for failure to open include patient tortuous anatomy and damage to the pipeline flex shield braid. However, based on the analysis findings, the phenom 27 was not confirmed to have catheter resistance. The root cause could not be determined as no defects were found with the returned catheter. It is likely that the severe vessel tortuosity may have contributed to the event. Based on the returned devices, there was no non-conformance to specifications identified that led to the reported issues. (Nikkhs2 2022-09-05) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.